Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. In addition, a recheck of the product documentation for this lot number did not reveal any norm deviation that could be related to the complaint.

Event description:
According to the available information, the patient complaint regarding item# 614 - lot# 5607497 and 5865261. The patient stated that the catheters are causing him to bleed. The patient stated that hospitalization was required. The catheters may have been nicking a blood vessel in the prostate.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A CAPA was initiated to follow this case. 370 samples were received and inspected. No anomalies were noted and no additional complaints were filed on lot number 5865261. The product documentation for this lot number did not reveal any norm deviation that could be related to the complaint.